Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a large hole was observed on the front of an eva bag. This condition was observed during compounding. There was no patient involvement or adverse event reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. Visual inspection and functional testing identified a leak on both the front and rear film of the bag. Further investigation observed the bag one time use clamp comes into contact with the exact location of the leak. Magnified inspection of the leak location identified the marks to resemble the lettering and contour features on the green one time use clamp. As the product was returned without the outer protective pouch, the outer pouch could not be inspected to determine if the physical damage is present in the packaging film. The cause of the condition is unknown. Manufacturing controls are in place to reduce the likelihood of recurrence of this defect including 100% pressure decay leak test, as well as hourly in process leak testing. Should additional relevant information become available, a follow-up report will be submitted.